Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI, upn: (B)(4), model: sc-2408-56, serial: (B)(4), batch: 7070444. Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI, upn: (B)(4), model: sc-2408-74, serial: (B)(4), batch: 7070603.

Event description:
It was reported that the patient was experiencing an uncomfortable shocking sensation at the ipg site which happens randomly, mostly when completely still. It was also noted that the patient was not able to lay on the right side due to uncomfortable pain. The patient underwent an ipg pocket revision procedure wherein the leads were repositioned under the ipg. The patient was doing well postoperatively.